Event description:
It was reported that during a ptca/stent procedure the balloon broke while being used through the struts of a previously placed stent. The balloon was found to have broken in half while used inside the pt. Upon removal of the balloon it was found that the proximal end of the balloon came out however, the distal end remined in the pt. The hosp did not have the facility to perform a by-pass surgery so the pt was transferred to another facility to undergo a by-pass procedure to remove the remaining section of the balloon. The pt is doing well.